Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad or trauma to the pump. The pump was reportedly worn in a case attached to a belt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; the audio bolus button cover was found to have a hole in it. During testing the up arrow and contrast buttons were intermittently unresponsive and required multiple presses with increased force to engage; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.